Manufacturer narrative:
This file has been identified as a duplicate report. Report number 2021710-2015-02442 was filed regarding this incident.

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that while on a patient, the respiratory therapist noticed that the unit has a spread of a 16% leak on the vent. He checked all external components and bypassed the water trap and filter and it did not work. Technical support advised to check the flow valve by exercising it and characterizing then recalibrating the transducers but this did not resolve the problem. There was no harm to the patient at the time of this incident.